Manufacturer narrative:
The investigation of the returned device revealed a fully deployed device, which presented a displaced safety button/rod assembly, failed pusher body to shaft nylon joint bond and damaged vessel locator with bent and broken locator wings. We were unable to determine the root cause for the damaged vessel locator and the failed bond. The displaced safety button/rod assembly was traced to operator use. The review of the device history record for this lot did not produce any findings relevant to this investigation.

Event description:
Device malfunction: difficult to remove. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device, attempted an arteriotomy closure after a diagnostic procedure. The clip was deployed; however, the device became stuck in the wound tract. The physician pulled the device from the arteriotomy using significant force. There was a small blood spurt post-removal and manual compression was applied for 15 minutes. Hemostasis was successfully achieved. There was no reported pt consequence. No add'l info available.